Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The break in aseptic technique was further described as the patient made a mistake and did not clean the area before starting pd therapy. The patient was not hospitalized for the event. The patient was treated with supacef (1 gram, route and frequency not reported) and amikacin (125 milligram, route and frequency not reported) injections for peritonitis. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.